Manufacturer narrative:
Additional information has been added to h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately five (5) minutes after starting treatment with a polyflux 140h, the patient experienced sweating, chills, unresponsiveness, fecal incontinence and shock. Treatment was interrupted and the patient was treated with ¿stop dialysis, resist allergy, boost pressure, strengthen heart and so on¿. The patent recovered from the event. No additional information is available.